Event description:
Device 4 of 4. Ref MFR report: 1627487-2013-18289. Ref MFR report: 1627487-2013-18290. Ref MFR report: 1627487-2013-18291. The pt reported he is unable to turn stimulation on and is experiencing auto-reducing on all his programs when he tries to increase his stimulation. The sjm rep met with the pt and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Surgical intervention was undertaken and the pt's leads and extension were explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.